Manufacturer narrative:
Other, other text: additional information received that there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found the lens to be scratched. Device underwent delivery accuracy testing; the reported customer has been confirmed. One test was noted to be outside specification. The problem source has been determined to be unknown.

Event description:
Oracle ro 1055919: over volumetric/cracked screen property. Additional information received on 6-apr-2020: no patient involvement.

Event description:
Oracle ro (B)(4): over volumetric/cracked screen property. Event occurred during testing and no patient involvement.